Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and intermittent poor sensing values were observed on the atrial lead. No patient symptoms were reported. The lead was successfully capped and replaced on (B)(6) 2016.